Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed. Based on the device evaluation, a bearing within the rotor assembly was not rotating freely, which can lead to heat being generated when the drill is operated. Additionally, extensive corrosion was discovered within the rotor and motor assemblies which can lead to excessive friction, also resulting in heat generation. The bearing, rotor assembly, and motor assembly were replaced and the drill was returned to the user facility.

Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure, causing a two minute delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.